Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and user mode testing were performed. The reported "double beep no cassette" issue was replicated. During investigation, the pump was power up and the unit went into a double beep alarm half way through the self-testing. According to the investigation, this is a "disposable not attached" alarm and pressing on the cassette sensor or upstream occlusion sensor individually stopped the beeping. According to the investigation, when a cassette was attached the pump stopped alarming. Pmu mode showed the cd was stuck at high and according to the investigation the cd sensor is faulty which caused the reported problem. Service will replace the pump dso sensor. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "double beep no cassette". No reported adverse effects.